Event description:
During preparation for a cornary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacment heartstring seal to complete the procedure. No pt complications were reported by the hospital.